Event description:
It was reported that the cook chest drain valve (cdv) from a wayne penumothorax set leaked. The device was required for a thoracostomy with closed pleural drainage procedure. Air was drained through the line. After the device was placed, it was discovered that the cdv leaked. As a result, the valve was removed and replaced. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - customer (person): phone: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that the cook chest drain valve (cdv) from a wayne pneumothorax set leaked. The device was required for a thoracostomy with closed pleural drainage procedure. Air was drained through the line. After the device was placed, it was discovered that the cdv leaked. As a result, the valve was removed and replaced. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photo of the complaint device was provided. The provided photo shows the chest drain valve leaking at the press fit location between the blue and clear portion. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded discrepancies relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. This component is supplied to cook. Cook submitted a supplier investigation for the reported failure mode. The supplier¿s investigation did not identify any manufacturing issues with the reported lot. Cook also reviewed the product labeling, including the instructions for use (IFU) titled "c_t_waynemod_rev5". The user followed all relevant instructions in the IFU related to this failure. Based on the dmr, DHR, and supplier investigation, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that excessive force was applied to the chest drain valve when attaching connections resulting in the leakage; however, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.